Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was initially withholding therapies for wavelet when it should not have been. The ICD eventually stopped withholding and delivered the appropriate shock for vt (ventricular tachycardia). The ICD wavelet setting was adjusted and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.